Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.7mm vticmo13.7, -11.0/+2.0/090 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a same size different sphere/cylinder/axis lens due to lens rotation. The problem was resolved. The cause of the event is reported as unknown.